Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned. While speaking with the olympus technical assistance center (tac), the customer was advised to check the cablings and was able to get an image on both monitors. It was reported that the an image is released but error e405 is received and no printer is in use. The printer was off under release 1, tac was able to change the printer type to be remote. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, the monitor is connected to an endomanager application, and the monitor is not displaying an output image from the console and error e405 is received. There were no reports of patient harm or delay associated with the reported event.